Manufacturer narrative:
The complaint of pacemaker found in backup mode was confirmed. Device was received in backup mode with battery level within normal range. Device image showed reset error had occurred and reverted device to backup operation, this is consistent with integrated circuit (ic) anomaly. Further testing was performed after reloaded product code, no anomaly was noted. Despite extensive testing performed, reset condition could not be reproduced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's pacemaker was in backup vvi mode. The patient also noted that they had complications with their device. The device was explanted and replaced. The patient was asymptomatic and was noted to be recovering.

Event description:
New information received indicated that the previously mentioned complications with the device were the device continuing to revert to backup mode.